Manufacturer narrative:
Patient and device information was not provided in initial report to medtronic. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an abandoned lead tine or electrode that broke off during explant. The hcp did not provide a reason for explant and only knew the patient's name. No further complications were reported or anticipated.